Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1870. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "1870 code" problem was duplicated. According to the investigation, during start up of the pump, the unit immediately produced an 1871 error (same source as 1870) and the unit would not pump. Investigation open and inspection inside the pump and it reveal a locked motor. According to the investigation the pump motor seized up which caused the reported problem. The motor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.